Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he "can see his computer screen but not distance". He stated that good distance vision was his expectation from this surgery and is unhappy with the results. He stated that "there was a retinal hole in his eye" for which he is being treated for, but he stated that the retinal hole was not related to the iol. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).